Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From the preliminary investigation, it was found that the patient received one positive curative test result. The sample was resulted correctly and any contamination to the patient's sample was ruled out. The patient's sample was collected on (B)(6) 2021 at 9:22am. The result for this test was released on (B)(6) 2021 at 4:56am. The patient's sample resulted in viral CT value of 35.2, which falls under the positive range. No corrections were made to this test report upon release to the patient. Per the clinical lab's investigation, the sample was resulted correctly and any contamination to the patient's sample was ruled out. The patient's samples was located on plate-tx0011542 at position d9. The plate was manually extracted by a cla (clinical laboratory assistant) using centrifuge serial# (B)(4). Tcep lot mkcn3995, tcep ethanol lot shbm6864, wash buffer lot# 600608, elution buffer lot# 599509. All reagents used to test the patient sample were within specifications, not expired, and passed qc. There was a sample on the plate with an extremely low viral CT value (18.7), which have a higher potential to produce contamination during specimen processing. However, it is unlikely this sample caused contamination to the patient's sample as the sample with the extremely low viral CT value was not neighboring the patient's sample's well. Master mix batch 177 was used for pcr. In addition, the patient questioned the handling of the test kit since she had to toss her completed test kit in a lined trash can. Per texas field ops lead, samples at this site are collected in large bins with clear bags, which can appear to look like a trash can. Furthermore, each curative collection kit comes in a sealed plastic bag that prevents contamination between other samples. At the end of each day, these samples are removed from the collection bins and placed in shipping boxes for the courier for shipment to the lab. A letter response to the complainant that included the results of the investigation has been mailed to the patient on april 29, 2021. The signed letter that has been mailed to the patient has been attached. Curative cannot confirm the patient's claim of false positive. The results of the investigation showed a true positive result. In addition, curative cannot verify the patient's claim that cross contamination occured during the handling of the kits.

Event description:
Per the FDA medwatch letter, the patient reported the following: covid test false positive; I had a free curative covid-19 rt-qpcr test yesterday in (B)(6). I had the test so that I can see my mother in assisted living. The test came back positive and this is highly questionable. On (B)(6) 2021, I tested at (B)(6) in (B)(6) and received a negative result. I have absolutely no symptoms and question the handling of the test. I had to toss it in a lined trash can when completed. How can cross contamination not happen with individuals handling their own test and baggie? Then the baggies are all tossed into the same trash can together? Now, I don't know which test to trust. I sat with my dying father in early (B)(6) in a hospital covid unit for 2 days. Both my parents had covid in assisted living in (B)(6) and I was exposed several times. I would think I would have gotten it then. I have read some things about curative that are not favorable and they were pulled from nursing home use. How are we to trust results?! Also, I had my first pfizer vaccine on (B)(6) 2021. Regards, (B)(6).